Manufacturer narrative:
The insulin pump was received with an intermittent button due to corroded keypad traces. The insulin pump was received with cracked case on the display window corners, minor scratches on display window, stained end cap sticker and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump had a keypad anomaly. The buttons were unresponsive. Customer's blood glucose was 10 mmol/l. Customer was advised the insulin pump needed to be replace and agreed to return the device for further analysis.